Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a mastectomy, there was not a clip in the jaws of the device, the device was fired and the vessel was cut. A second device was used to complete the case with no patient consequences. The device was disposed of.